Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced. No patient symptoms were reported. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
(B)(4).